Event description:
A severely calcified vessel with moderate tortuosity was pre-dilated with compliant and non-compliant balloons with support from 6f guideliner. It was reported that a considerable amount of force was applied in attempt to cross the lesion. The stent was noted on fluoroscopy to be dislodged from markers and pushed back onto the catheter. The catheter was walked out over the wire where the stent completely dislodged from the catheter into the co-pilot.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that stent was initially crimped centered on the balloon. The stent was returned separately and is severely deformed over its entire length (i.e. Kinked and several struts are bent). Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause was determined.